Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited white foreign material inside of the auxiliary jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined even though it was noted that the material was probably not removed since reprocessing was not conducted properly due to leakage from the scope cover and it was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. Thus, the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.